Event description:
According to the initial report, patient in cardiac rehabilitation since 08/10, following the installation of an aortic valve replacement by a mechanical valve + aortic tube on symptomatic ra, performed on 07/30. On 08/14, rehabilitation doctor on call called at 1 p.m. By ide because she found her confused and noted aphasia, without sensory-motor deficit tdmc simple looking for bleeding: no bleeding but left insular hypodensity. Call from the neurologist on duty for advice on further treatment in the face of probable acute stroke ctc + angiotsa: isolated left m2 occlusion. Transfer to for clinical examination by neurologist: found score nihss5 + 1 at (right hlh, dysarthria, sensory extinction, cupped hand, mild aphasia) CT perf: thrombus at the m1 m2 junction with left superficial sylvian stroke without zone of necrosis in perfusion. No thrombolysis because under anticoagulant, thrombectomy allowing recanalization. Tici 2c. Transfer to neurology for further treatment.

Event description:
According to the initial report, patient in cardiac rehabilitation since 08/10, following the installation of an aortic valve replacement by a mechanical valve + aortic tube on symptomatic ra, performed on 07/30. On 08/14, rehabilitation doctor on call called at 1 p.m. By ide because she found her confused and noted aphasia, without sensory-motor deficit tdmc simple looking for bleeding: no bleeding but left insular hypodensity. Call from the neurologist on duty for advice on further treatment in the face of probable acute stroke ctc + angiotsa: isolated left m2 occlusion. Transfer to for clinical examination by neurologist: found score nihss5 + 1 at (right hlh, dysarthria, sensory extinction, cupped hand, mild aphasia) CT perf: thrombus at the m1 m2 junction with left superficial sylvian stroke without zone of necrosis in perfusion. No thrombolysis because under anticoagulant, thrombectomy allowing recanalization. Tici 2c. Transfer to neurology for further treatment.